Event description:
Report rec'd from the field indicated that a 3 years old male pt presenting with hydrocephalus was implanted with the valve on 8/10/97. A laparoscopy was then performed on 8/27/97 to revise the peritoneal catheter which was kinked, and led to an increased intracranial pressure. Recurrence of increased intracranial pressure on 8/29 led to externalization of the peritoneal catheter. Although clear cerebrospinal fluid was observed from the externalized catheter, intracranial pressure was still high and the valve system was replaced on 9/1. On 9/3, a peritoneal catheter revision was performed because the catheter had moved into the bladder. Pt was discharged on 9/10/97.